Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the in. Pact pacific balloon, with a non-medtronic v18 guidewire and a 5f sheath, to treat a severely calcified lesion with 80% stenosis in the right sfa as per IFU. Antegrade puncture of the right common femoral artery with a 20g needle was carried out. The lesion was pre-dilated with a 4mm balloon. No resistance was noted nor was excessive force used in advancing the device. During the procedure the balloon showed a candy wrap effect. The procedure was completed with the same device. Angiographic control showed a nice result and a patent sfa. No injury to the patient was reported.

Manufacturer narrative:
Film analysis: a single angio image was received which shows a constriction point on the balloon. Device analysis: the device was returned for evaluation. A visual and a tactile inspection was performed, and signs of slight twist were found on the balloon at 36mm from the proximal balloon welding. Traces of dry blood were found on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. The balloon was inflated at 2, 4, 7 and 14 bars without issue detected. The guidewire lumen underneath the balloon was inspected without issues found. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.